Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Inspection under magnification showed that the filter vent membrane appeared wetted. Functional testing showed a leak from the filter vent. An unrelated check valve failure was confirmed during testing, due to a 0.00941 inch long calcium carbonate particulate that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particulate was not identified. The root cause of the leak at the filter was a damaged filter vent membrane.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from the filter on an IV set during an unspecified infusion. The set was changed immediately and there was no patient harm.